Manufacturer narrative:
Device was not returned for root cause analysis. Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot 4427056 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the patient was already connected to the pump for at least 30 minutes when the alarm started, no visible kinks in line. Event occurred while in use with patient at hospital. Device is not available for evaluation/return. There was patient involvement and no patient harm/adverse event reported.